Manufacturer narrative:
According to the facility, "the quick switch valve with enfit connector broke off from the male end that connects to dobhoff. Tube feeds were dripping from the same male end prior to breaking off." The facility did not provide any further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "the quick switch valve with enfit connector broke off from the male end that connects to dobhoff. Tube feeds were dripping from the same male end prior to breaking off."